Event description:
A male patient was undergoing a av-fistulogram. When the balloon was utilized, it burst at 20 atmospheres. Half of the balloon tore in a radius tear, dislodging in the patient's left arm. The fragment of the balloon was successfully removed. The patient is doing well.

Manufacturer narrative:
The complaint device was returned in a used and damaged condition. Prior to further processing, this device is inspected to ensure that the material is free of defects and damage. In addition, all devices are inspected to ensure the integrity of the distal and proximal bonds. Each device is leak tested. It should be noted that the device is shipped with an instructions for use (IFU) that delineates the proper inflation and deflation procedures. The IFU states, "do not exceed the rated burst pressure. Rupture may occur. Adhere to balloon inflation pressure parameters." The rated burst pressure of 15 atm/bar is documented in the IFU and on the product label. Per the event description, the balloon utilized at 20 atmospheres. Per IFU, the rated burst pressure is 15 atm. We will continue to monitor for similar complaints.